Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported no readings on the continuous glucose monitor (cgm) for periods of one hour and a half to two hours. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of no readings was confirmed by the finding of a signal loss via data. A root cause could not be determined.